Manufacturer narrative:
The cartridge to the pump is expected to be returned; however, the product has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be at the site level. The customer thought that the pump may be the contributor to the occlusions. Cts reviewed the pump's t:connect data and the pump did not appear to have a hardware issue.